Event description:
It was reported by the affiliate that during a breast biopsy procedure, the clip stand was broken. The plastic tip broke into the patient's breast, but the small piece was found and removed. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.